Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to reconnect belt) has been confirmed. Upon investigation, two trunk cable connector pins were bent. The root cause of the bent pins was excessive force when disconnecting and connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
A zoll territory (B)(4) called zoll customer support to report that a (B)(6) old, male, pt, was unable to reconnect his electrode belt. The pt was issued a replacement electrode belt.